Manufacturer narrative:
(B)(4). Date sent 12/13/2024. D4 batch # unk. B3: only event year known: 2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure a proximate pph stapler malfunctioned. The stapler fired properly but the staple line was not complete.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2024. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Dr. Mentioned that after doing the purse string, tightening all the way down, waiting and then firing the device that when he opened the device the surgical site started to bleed significantly. The knife cut the tissue; however, the staples did not form . He did an anastomosis with sutures to control the bleeding. The tissue ring was intact. He said there is potential for stricture.

Manufacturer narrative:
(B)(4). Date sent: 1/3/2025. Corrected data: medwatch h10: upon review it was identified that this is a duplicate report. All reported information for this event was reported under 3005075853-2024-09532. Moving forward all additional information will be filed under 3005075853-2024-09479.